Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent and unknown veterinary surgery on an unknown date and suture was used. The needle was detached from the suture easily during use. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/04/2019. Investigation summary: it was reported performance pull off suture needle. An empty opened foil and a labeled winding former were returned for analysis. The needle was not received for analysis. During the visual inspection of the winding former, there was evidence of the needle been parked on the tray. Since, marks of the needle were observed on the slot. However, the suture could not be dispensed from the tray, since has begun with the process of degradation, this caused that the needle was detached from the suture. In addition, the foil was examined for visual inspection and showed multiples wrinkles and holes in cavity on the bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition of the sample received, the assignable cause of the pull off suture needle is suture degradation; due to the improper handling of package.